Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
The patient reported the patient is experiencing pain at her ipg site that is shooting down her right leg. Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg and relocate the ipg pocket which resolved the issue.